Event description:
The customer reported that there was odor coming from the unit. The customer also stated that there were no physical complaints reported. The asp field service engineer went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse performed pumpdown, and let the vacuum pump for 30 mins. There were no mist or odor observed. The fse replaced the oil mist filter. The system was found to meet mfg specifications. This issue has been addressed with a customer letter related to correction & removal.